Manufacturer narrative:
(B)(4). D4 - primary device identification (UDI) number is not applicable as the lot number of the device is unknown. D10 ¿ unknown oxford tibial component; lot# unknown. Unknown oxford bearing, lot# unknown. Unknown cement; lot# unknown. G2 ¿ foreign ¿ denmark. H11 - attempts have been made to gather all product identification information and no further information has been provided. No product was returned or pictures provided; a product evaluation could not be performed. A review of the device manufacturing records could not be performed due to missing lot number. Due to insufficient product information, the compatibility of the involved products could not be verified. A review of the complaint history could not be performed due to missing reference and lot numbers. Based on the available information, the reported event cannot be confirmed. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent a dair (debridement, antibiotics, and implant retention) procedure at an unknown time post implantation. Dair procedure was followed by a total knee revision surgery and reported under 3002806535-2025-00190, 3002806535-2025-00191 and 3002806535-2025-00192. Attempts have been made and no further information has been provided.